Manufacturer narrative:
Concomitant products: 1845020 ¿ indigo otology angled attachment; manufactured date ¿ september 24, 2015; serial number - (B)(4); lot number - 210048767; 510k number ¿ k081475. The handpiece (1845000) and attachment (1845020) have not been returned at this time. A product analysis has not been completed.

Event description:
It was reported that "intraoperative, the handpiece and/or angled attachment got hot in less than 30 seconds. A replacement handpiece was used to complete the case. The procedure was not delayed and there was no patient injury."

Manufacturer narrative:
Device received date: the indigo handpiece (1845000) and angled attachment (1845020) were received on july 25, 2016. Indigo handpiece (1845000; serial number (B)(4)): the product analysis indicates that the customer¿s complaint could not be confirmed. One-minute pre-repair temperature test results were as follows: 81 degrees f at t1 and 80 degrees f at t2. The ambient temperature was 76 degrees f. After 5 minutes, the temperature at t1 was 95 degrees f and it was 94 degrees f at t2. There were no mechanical or cosmetic deviations found. The handpiece was successfully tested to specifications. Indigo angled attachment (1845020; serial number (B)(4)): the product analysis indicates that the ambient temperature was 75 degrees f. After 1 minute the device was 96 degrees f and after 5 minutes the device was 115 degrees f. The bearings were corroded. The bearings and other components were replaced. The device was successfully tested to specifications. Method: actual device evaluated (B)(4); visual inspection (B)(4); labeling evaluation (B)(4). Results: no failure detected (B)(4). Conclusion: device repaired and returned (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.